Manufacturer narrative:
(B)(4). Customer was unsure of the lot number associated with reported condition and provided two different lot numbers (ur13f25108 manufactured on 06/26/2013 and ur13d04090 manufactured on 04/05/2013). A batch review was conducted on both the lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Evaluation summary: the actual sample (lot number ur13f25108) was received at the plant for evaluation. No defect was observed during visual inspection. Functional flow rate testing was performed. Unit was filled with solution using a syringe. The unit was primed by connecting it with an extension set. The sample was found to be working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty intravia container had air inside of the bag. This malfunction was identified in the pharmacy, when the bag was being removed from the box. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The customer reported the malfunction occurred with two lot's, ur13d04090 and ur13f25108; however, they were unsure which lot was involved in this event. If additional relevant information is obtained, then a follow-up MDR will be submitted.